Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented via merlin.net transmission non-sustained rv oversensing (nsrvos) was observed. Patient later presented to clinic and complained of pre-syncope. Analysis of nsrvos showed possible myopotential oversensing. Oversensing was reproduced through isometrics. Programming changes and also lead replacement were recommended. The programming changes were made and lead replacement to be discussed with physician. Patient later presented for lead replacement and lead was capped on (B)(6) 2016 and a new lead was implanted. Patient is stable during and post operation.